Manufacturer narrative:
Concomitant medical products: 8110, 8015, bd 60 ml syringe; ICU medical microclave, model and lot unknown. Therapy date (B)(6) 2018. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that during a calcium chloride infusion, a leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the psd tubing. The rate was under 5 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.

Event description:
The customer reported that during a calcium chloride (1 gm/50 ml dextrose 5% for a final concentration of 0.02 gm/ml) infusion, a leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the psd tubing. The rate was under 5 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of a leak was confirmed; however, the leak originated from the non-bd microclave valve and not from the connection between the microclave and extension set as reported. Functional testing was conducted on the bd set. The set primed successfully with no leaks or other anomalies observed. During pressure testing leaking was noted from the microclave itself with no leaking at the connection between the microclave and extension set. The female luer port of the bd set was measured and found to be within iso standards. The root cause of the leak was the non-bd microclave.

Event description:
The customer reported that during an infusion of calcium chloride (1 gm/50 ml dextrose 5%, final concentration of 0.02 gm/ml), a leak was discovered with the last 10-15 ml of the infusion between the needleless valve and the pressure sensing disc tubing. The rate was less than 5 ml/hr. The clinician obtained a new syringe and tubing to continue the patient¿s infusion. No patient harm was reported.